Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad and one resolute onyx des was implanted in the circumflex. Approximately 11 months post index procedure, patient suffered from stroke. Investigator and safety assessed that the event was not related to index device or antiplatelets medication. Patient recovered.